Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: under infusion of caffeine. A 3ml monoject syringe with total volume to be infused 0.14ml. The pump alarmed that the volume infused was complete but the syringe still contained the initial volume.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Incoming pump was inoperable. Replaced damaged drive complete #34521041 and confirmed volumetrics of 100ml/hr and 10ml tested in spec at 9.88ml or 98% of expected accuracy with functional alarms. Perform preventive maintenance service. Log review shows last infusions on (B)(6) 2021 and 9:47am with an infusion start of .58ml/hr and .29ml (dl: caffeine; 3ml syringe). At 10:17am vtbi completed with a volume infused to .29ml and pump was placed on standby until 12:10pm. At 12:25pm an infusion start of .58ml/hr and .29ml (dl: caffeine; 3ml syringe). At 12:47pm syringe near empty alarmed and at 12:50pm syringe empty alarmed with a volume infused to .53ml. No further infusions took place.